Event description:
The customer contacted physio-control to report that they have several sets of defibrillation electrodes from one lot that are not being recognized by their devices when they are connected to patients. The devices will show a dashed line for the patient's ECG or display a "connect electrodes" message. As a result, defibrillation therapy may not be available, if it is needed. There were no reports of any adverse effects to the patients as a result of the reported issue. The customer advised physio-control that no patient information is available.

Manufacturer narrative:
Physio-control evaluated the electrodes and was unable to duplicate the reported issue. The electrodes were retained by physio-control. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The electrodes were not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that they have several sets of defibrillation electrodes from one lot that are not being recognized by their devices when they are connected to patients. The devices will show a dashed line for the patient's ECG or display a "connect electrodes" message. As a result, defibrillation therapy may not be available, if it is needed. There were no reports of any adverse effects to the patients as a result of the reported issue. The customer advised physio-control that no patient information is available.